Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: upon closing the incision for a camera port, needle bent and tip was broken. Needle tip was not detected in the pt body by x-ray. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.